Manufacturer narrative:
Reported event: it was reported that post op when dr. (B)(6) was trying to remove the last 4 x 170 bone pin from the femur the bone pin broke off in the patient. We have not seen this before and wanted to bring awareness to the issue from. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: product history review could not be performed as lot was unknown. Complaint history review: complaint history review could not be performed as lot was unknown. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Post op when dr. (B)(4) was trying to remove the last 4 x 170 bone pin from the femur the bone pin broke off in the patient. We have not seen this before and wanted to bring awareness to the issue from today. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Post op when dr. (B)(6) was trying to remove the last 4 x 170 bone pin from the femur the bone pin broke off in the patient. We have not seen this before and wanted to bring awareness to the issue from today. Case type: tka.